Event description:
It was reported that during a ptca/stenting treatment procedure, wire removal difficulties were encountered. The lesion being treated was a 90% stenotic lesion in the diagonal coronary artery. The physician had inserted the pt graphix guidewire through a stent in the ostium of the lad coronary artery, and while attempting to remove the wire, the tip of the wire fractured, leaving 1 cm of the distal tip inside of the pt. No attempt at retrieval was made. Post procedure (unspecified timeframe), 'moderate neointima hyperplasia' and an elevated troponin level of 25 ng/ml were noted. The pt continues to experience 'ambiguous angina' and is being treated with drug therapy.